Event description:
Healthcare professional reported a case of late seroma and lymphoma. In f/u with the nurse, info was received that the pt presented with a left side late seroma. She was taken to surgery and the seroma was evacuated. The device was reinserted. The nurse did not have the serial numbers for this device, but it was noted that it was a style120-600 allergan device. The pt had her original augmentation in 2007, exact date unk. The devices were style15-304. They were removed and replaced with the 120-600 that she has in place now. The reason for removal and replacement of the 15-304 was a size exchange. The pt has not been explanted. The nurse was to send over the cytology on this case as she was not familiar with how to read the histology/cytology results. She was also fax over the op report with the remainder of the device info. To date, the medical records have not been received. Once received, any new info will be submitted.

Event description:
Healthcare professional reports a case of late seroma and "diagnosed alcl " as a pathology report confirmed markers for "cd30 positive," "alk neg antigen," and other markers "cd3 pos, cd4 pos, cd43 pos with high proliferative index of ki-67 100%."

Event description:
Healthcare professional reports an additional event of capsular contracture, stating diagnosis date of capsular contracture as "(B)(6) 2015" and states that there was "capsular involvement," most common reasons for reoperation.

Manufacturer narrative:
Med watch submitted on 09/16/2014. Lab analysis reveals a device weighing 604 6gms. Visual analysis shows a 4 0mm opening in the shell.

Manufacturer narrative:
(B)(4). Device labeling addresses the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.) Swelling = 7.1%. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).